Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, while injection/advancement the doctor noted that lens did not look normal once in eye. It was noted that a loose haptic was not intact and did not enter in eye. Doctor and nurse noted haptic in the injector. Lens was immediately removed. An incision enlargement was required. No sutures and vitrectomy was required. A second back up lens was inserted to complete the procedure. Patient tolerated the procedure well. No additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in clear plastic bag in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. A broken haptic is observed in the tip of the nozzle, the haptic tip is facing outside the nozzle tip. The lens is not returned. The complainant indicates the use of non company ovd (ophthalmic viscosurgical device) as a viscoelastic, which is not qualified to be used with company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).